Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues followed by loss of lock. The pt was seen at the ctr for device eval. Testing performed confirmed the device was no longer functioning. Surgery to explant the pt's ci device is to be scheduled.